Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that three years, seven months post implant of this mitral bioprosthetic valve, the valve was explanted and replaced. The reason for replacement is unknown. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve, a root cause of the event was unable to be determined.